Event description:
It was reported that during a prep for an unspecified procedure the "balloon broke." The 2.0x20mm maverick2 monorail balloon was prepped and wiped down. As they were advancing the balloon on a .014 guidewire the balloon began to stick to the wire. As the device was removed from the guidewire the "balloon broke." The balloon did not enter the patient's body.

Manufacturer narrative:
(B)(4).